Event description:
Two drill bits from the same lot were used during surgery with heavy implant traffic. Both drill bits broke with the tip of each remaining in the patient. The remaining portion of the drill bits were discarded at time of surgery and are not available for investigation. The surgery was completed with additional drill bits.